Event description:
It was reported that a user contacted support regarding a factory reset and noted a blood glucose value of 196 mg/dl while using the ilet, with no recent food intake and no symptoms reported; troubleshooting and education were completed, and the cause of the elevated glucose was unclear. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no alerts or alarms and no escalation of care. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no device malfunction reported or observed and no component-specific issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.